Event description:
It was reported that since the fall, the patients system/pocket controller's green arrow light had been flickering on and off or only one arrow was illuminated. There were no alarms. Log files were sent for review. There were no unusual events recorded in the log file event history. It was recommended that the controller be exchanged when it was safe to do so.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: date of event has been estimated. Manufacturer's investigation conclusion: the reported event of the system controller¿s green arrow light flickering or only one arrow being illuminated was unable to be confirmed through this analysis. The system controller, serial number (B)(6), was not returned for analysis. And no images were submitted for review. Submitted log files captured no notable events, and the pump was found to operate as intended throughout the data capture. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 IFU section 2, ¿how your heart pump works¿, explains the system controller user interface symbols and alarms, including the pump running symbol. The heartmate 3 IFU section 8, ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the controller was exchanged which resolved the issue.